Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to a pacing impedance of greater than 3000 ohms. Provocative testing revealed the right atrial (ra) lead impedances are unstable and produced sensing noise. The rv and ra lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.